Event description:
A customer from the us reported a false positive result for influenza b generated with the cobas® sars-cov-2 & influenza a/b assay on the cobas® liat® analyzer. Upon review of customer data an additional sample was identified as a triple positive for all targets. Two mdrs will be reported per the FDA guidance. The result was aborted during initial testing of the first sample on the liat. The same sample was re-tested on the same liat and generated a positive result for influenza b. The same sample was then retested on a different liat and generated negative results for all targets. The positive result was not released. No harm alleged. An additional sample was identified as a false triple positive (positive for sars-cov-2, influenza a & influenza b) upon data review. No information available from the customer regarding this sample. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)